Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump reset unexpectedly. Customer's blood glucose level was 130 mg/dl. The customer reported that a new cartridge would be loaded and insulin delivery resumed.